Manufacturer narrative:
Evaluation summary: kinks were evident along the hypotube. The balloon returned partially inflated, with residue present inside the balloon. The proximal balloon bond was stretched and bunched. The distal tip was slightly stretched and deformed. Kinks were evident on the distal shaft 4.8 and 6.2cm distal to the guidewire entry port bond. Negative prep was performed with no issues noted. It was not possible to deflate the balloon. Image review: the images capture the lesion site in the mid lcx exhibiting 90% stenosis as reported by the account. The delivery difficulties and the deflation difficulties of the 2.5x6mm euphora balloon are not captured on the images. The images provided show the successful inflation of a balloon prior to successful delivery and deployment of the stent. Post dilatation of the newly deployed stent was completed without any issues observed on the images provided. The images fail to confirm the deflation difficulties, and provide no insight into the root cause of the deflation difficulties reported to have been encountered.

Event description:
It was reported that the physician was attempting to use a euphora rx balloon to treat a moderately calcified and tortuous mid cx lesion exhibiting 90% stenosis. No damage was noted to device packaging. No issues removing the device from the hoop. The device was inspected with issues noted. Difficulty was encountered removing the stylette from the tip. It was reported that it would only come out 2-3cm. The tech pushed the stylette back in and twisted and was able to remove the stylette. Force was required to remove it. Device was flushed in the hoop. Negative prep was not performed. The lesion was pre-dilated. During the procedure, the device did not pass through a previously deployed stent. No resistance was encountered when advancing the device and no excessive force used. There were no difficulties encountered during inflation. 60 %saline/40 %contrast was used. It was reported that after the 1st inflation, the balloon failed to deflate and the physician had to pull the balloon back into the guide and out. The device was not moved or repositioned prior to the deflation difficulties. A new euphora was used to progress the case followed by stent placement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.